Event description:
On (B)(6) 2022, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient was hospitalized for inflammation within the abdominal wall, stomach and at the stoma site. On (B)(6) 2023 the patient was prescribed amoxiclav 125mg for the stoma site. On an unknown date the tubes were removed, no new tubing placed at this time.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910 . The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.